Event description:
The customer reported the system shut itself off and rebooted. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and lubricated the high voltage candlestick connectors. The system operates as intended.